Event description:
Event description cpi received information that during the implant of this bipolar lead the helix tip broke and remains in the patient's heart. The lead was replaced with a new lead of the same model.